Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring about a month ago). The return of the device may have aided the investigation in determining a cause for the experienced event. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the product was not returned for analysis. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device.

Event description:
It was reported that a technician, in-training in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the knot was being advanced to the artery, the sutures were pulled from the anatomy. A non-abbott device and manual compression were used to achieve hemostasis. As the patient was on angiomax, more time was required to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.